Event description:
Allegedly revised due to accidental head breakage.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. The density of the product met specification, quality documentation indicated the microstructure met specifications and there were no indications of any pre-existing material defect. Analysis shows no trend for item/lot number.